Manufacturer narrative:
Log files will be analyzed. Power supply has been replaced. When the investigation has been completed philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which it was stated that on (B)(6) 2017 at 1 pm the emergency team was activated. The system was not turned on and after turning it on it stated 'warning stand movements partly available'. The customer restarted multiple times but each time with the same user message. The x-ray and table movements worked as intended but the c-arm didn't move. The cardiologist decided to change the type of procedure (treatment). Unfortunately the patient died.

Manufacturer narrative:
A philips field service engineer (fse), troubleshot the system on (B)(6) 2017 and found that the power (& control) unit for the geometry was defect. The fse replaced this part. Philips did multiple attempts to get in contact with the hospital and doctor to get additional information on the event. However these attempts were not successful. Analysis of the log files showed that after system boot up, the system showed immediately the warning 'warning stand movements partly available' and followed up with ¿warning: motorized movement unavailable¿. The customer continued the procedure with the system. Based on the available information it cannot be confirmed that the malfunction contributed to the death of the patient. There is no allegation from the customer that the system contributed to the death of the patient. A search for similar cases in the complaint database did not confirm a structural defect. No further action will be taken.